Event description:
It was reported on 27 may 2025 that the patient presented with grade 4 degenerative mitral regurgitation and thick leaflets for mitraclip procedure. During the procedure of mitraclip, while performing gripper test in the left atrium, the grippers were unable to lower past 120 degrees. As a result, grasp of anterior leaflets was unsatisfactory. Gripper stopped at 10-15 degrees. Troubleshooting was performed and was unsuccessful. The clip was removed according to instruction for use. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There were no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.